Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 g5 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 129 mg/dl. Reportedly, the customer was not following the proper technique to fill a cartridge. The customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.